Manufacturer narrative:
Image review: a photo was received from the account, capturing the endeavor resolute 3.0x24mm device and product packaging. The size and lot number confirms that reported by the account. Deformation is evident to a number of the mid-to-distal stent struts. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the stent was not positioned on the balloon between the marker bands as per specifications. The stent had been pulled distally, over the distal marker band. Deformation was evident to the 7th, 8th and 9th distal stent segments with struts raised. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one endeavour resolute rx drug eluting stent to treat a mildly tortuous and severely calcified lesion, located in the mid left anterior descending artery, exhibiting 90% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was not performed. The lesion was pre-dilated. It was reported that the device failed to cross the lesion. Further pre-dilation and cutting balloon were used. The stent was then re-delivered. Excessive force was used. It was reported that stent deformation occurred during delivery or when the device was withdrawn. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.